Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.